Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ever since essure was inserted') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g6) and parity 3. In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("cramping since essure insertion"). On an unknown date, the patient experienced uterine haemorrhage ("uterine bleeding"), ovarian cyst ("ovarian cyst"), adenomyosis ("adenomyosis") and cervicitis ("chronic cervicitis") and was found to have uterine leiomyoma ("intramural leiomyoma"). The patient was treated with surgery (da vinci robotic hysterectomy, bilateral salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, ovarian cyst, adenomyosis, uterine leiomyoma and cervicitis outcome was unknown. The reporter considered abdominal pain, adenomyosis, cervicitis, ovarian cyst, pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. The reporter commented: in 2016 the patient consulted a surgeon to have essure removed and was told that total hysterectomy and bilateral salpingectomy would be needed, but this scared her. She had tried oral contraceptive pills and an iud and they both made her pain worse. Removal procedure without complications. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: grossly enlarged uterus, very large left adnexal cyst (not clear if arising from tube or ovary), normal right adnexa. Pathology test - on (B)(6) 2019: uterus with cervix, bilateral fallopian tubes and left ovary, excision: cervix with chronic cervicitis, inactive endometrium, adenomyosis, intramural leiomyoma, bilateral fallopian tubes with paratubal cysts, left ovary with multiple benign cystic follicles. Endocervix: grossly unremarkable. Endometrium: tan, glistening, 0.2 cm thick and grossly unremarkable. Myometrium: the pink, rubbery myometrium ranges from 2.3 to 2.9 cm thick and contains a focal, ill-defined, trabecular, bulging area consistent with adenomyosis; also identified is a 5.5 cm, well circumscribed, white, whorled, rubbery nodule. Adnexa right ovary: n/a. Right fallopian tube: 4.5 x 0.4 cm; the distal end of the tube contains a 1 cm paratubal cyst; the tube is otherwise fimbriated and grossly unremarkable left ovary: 3.2 x 2.5 x 2.1 cm; the capsule is tan and convoluted; the stroma contains multiple small, thin-walled, clear, fluid-filled cysts ranging from 0.1 to 0.5 cm. Left fallopian tube: 7.5 x 0.4 cm; the tube contains a large, 7.5 cm, clear, fluid-filled paratubal cyst: the tube is otherwise fimbriated and grossly unremarkable. Ultrasound pelvis - on (B)(6) 2016: right ovarian cyst 5x5 cm; on (B)(6) 2018: indication: pain, left ovarian cyst; uterus enlarged (8.4x4.9x5.4 cm), right ovary 7.7x5.8x7.5 cm, left ovary 2.5x1.7 cm, large ovarian cyst in right ovary (7.2x5.3x6.9 cm - larger than in previous study); iud seen in uterus, endometrium 5 mm. Impression: increase in size of adnexal cyst right ovary, no septation or wall thickening but concerning because of growth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian cyst, uterine enlargement, uterine bleeding, pelvic pain and cervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci robotic hysterectomy, cystoscopy and left salpingo-oophorectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.